Event description:
The patient reported that it was determined via x-ray (date not reported) that she had a very bad case of scoliosis, that seemed to be getting progressively worse. The patient underwent spinal fusion to straighten her spine. After surgery, she began to feel very strange. Her mother told the nurse she was experiencing baclofen withdrawal. The hcp believed too that this was the case and determined that the catheter had gotten caught in the fusing and he had to go back in and fit it. The patient reported that since this incident everything went uphill and to this day because of the baclofen her spasticity is about 75% less than it was before she had the pump implanted. She stated she has occasional bad days where her muscles are tight, but other than that everything "worked out great".